Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was unseated. Service history identified the complaint was not related to a previous service of the device within the review period. The air detector was also confirmed damaged. The dso seal and air detector were replaced. The pump then passed all testing.

Event description:
It was reported that the pump's air detector was damaged. Device analysis found the downstream occlusion seal was unseated.